Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing number: 2017865-2021-27823. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right atrial (ra) and right ventricular (rv) leads exhibited noise. No intervention was made and will continue to be monitored. The patient was in stable condition.